Event description:
Reporter states, "the insert would not snap onto the baseplate. A alternate insert was available and snapped on properly." There was no adverse consequence to the pt or delay in surical or anesthesia time due to this event.

Manufacturer narrative:
The examination results suggest that this event is not device related but rather is associated with intra-operative procedures.